Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. It was reported that during preparation the sheath was full of bubbles. It seems that there was a leakage point either at valve or side port valve of the sheath to initiate bubble forming. The preparation has been done as usual, according to IFU. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During preparation, the sheath was full of bubbles, there was a leakage point either at valve or side port valve of the sheath to initiate bubble forming. The preparation has been done as usual, according to IFU. The sheath was replaced, and the procedure was completed. No patient complications were reported. The sheath has been returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: laboratory analysis of the returned faradrive steerable sheath identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. Microscopic inspection of the hemostatic valve found no significant damage.